Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the physician was unable to implant the left ventricular (lv) lead because the lead would not advance to the physician's desired location. The lv lead was removed and replaced. The patient was in stable condition.